Event description:
It was reported that possible skiving occurred during screw placement. A revision surgery was performed on (B)(6) 2018 for fusion and to correct the placement of the screw.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Skiving occurred during placement of the l4-l screw. The physician chose to move forward with the placement leading to incorrect screw position which subsequently required revision. There was no device malfunction.